Event description:
The customer reported that the insulin pump alarmed no delivery in the middle of the night. When the customer attempted to fill the reservoir, she got a motor error alarm. The blood glucose reading was 360mg/dl. Troubleshooting was performed. Assisted the caller to run a manual prime and the insulin did exit. The customer stated that the drive support cap appears normal. Performed the displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.